Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the when the patient got up from the couch, the patient's driveline got caught and it was pulled out of the controller. The patient panicked and reconnected it quickly. The patient reported a high power alarm. Device interrogation showed high power and electrical fault alarms. The patient presented to the site and was and was hospitalized given the electrical fault alarms. Analysis of log files showed miscommunication at the driveline connection site. It was recommended to exchange the controller to fix the alarm. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a1, d4 product event summary: one pump with unknown serial number and one controller with unknown serial number were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information and risk documentation, a possible root cause of the reported electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection as a result of the reported disconnection of the driveline from the controller. Based on the available information and risk documentation, a possible root cause of the reported high power event can be attributed, but not limited, to single stator operation, external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Additional products: controller h6 FDA method code(s): 4114. H6 FDA results code(s): 3221. H6 FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.